Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. After a non-bsc sheath was inserted and guide wire was advanced to the popliteal artery, a guidezilla guide extension catheter was advanced to the tibial-peronial trunk. Subsequently, a 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2mm x 40mm x 145cm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was stable.